Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump charged intermittently due to the cable fitting loosely in the usb port. Reportedly, the customer tried multiple cables. The customer's blood glucose (bg) level was 397 mg/dl and it was addressed with boluses. The customer's bg level decreased to 154 mg/dl. It was confirmed that the customer had manual injections available.